Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an emergency endovascular treatment for large abdominal aortic aneurysm (diameter 110 mm) rupture using gore® excluder® aaa endoprosthesis. On an unknown date, another type ii endoleak from lumbar artery was found. No treatment was given and a wait-and-see approach was taken. On (B)(6) 2025, perforation of the aneurysm into the iliopsoas muscle due to aneurysm enlargement was observed. Abscess was formed in the iliopsoas muscle. Additionally, suspected type ib endoleak was found. On (B)(6) 2025, a semi-emergency reintervention was performed. No obvious type ib endoleak was shown by intraoperative angiography, but type ii endoleak from the iliolumbar artery was noted. Nbca embolization was performed for the type ii endoleak. For the suspected type ib endoleak, additional contralateral legs were implanted on the left distal side. The patient tolerated the procedure. Drainage for iliopsoas muscle abscess would be performed on a later date.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: imaging evaluation. The imaging evaluation performed by a clinical imaging specialist showed the following: two radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Drawings over the radiographic images or annotations on these 2 jpeg images were completed at the site before submission to gore. Embolization coils are seen at the level of the abdominal aortic aneurysm sac. Cannot confirm an endoleak or lack of one with images provided for evaluation. Without contrast cannot confirm an endoleak or lack of circumferential device apposition. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak, aneurysm enlargement, infection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.